Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pocket/drawer failure occurred with drawer 3.1, which was not detected on the bus. The affected pocket could not be recovered and displayed an error message stating "failed hardware - maintenance required" and "device not detected on bus." The required medication was temporarily loaded into another drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that cubie pocket was not communicating. A field service engineer disconnected and reconnected all drawer connections and performed full testing using the hardware test application, confirming that all pockets including the previously non communicating pocket, could be ejected and opened successfully. Additional testing by swapping pockets into the affected position showed normal functionality, indicating the issue was isolated to a faulty pocket, which was replaced. The drawer was reassembled and retested with no further issues observed. A general inspection was also performed on the barcode scanner, where a slightly loose universal serial bus connection was identified, replaced back into device, and secured. The scanner functioned properly after adjustment. Preventive maintenance was also completed, including a full unit inspection, cable verification for proper fit and integrity, and cleaning, with all components found to be in good working condition. The system functioned as intended after the field service engineer repaired the device.